Event description:
A caller reported experiencing a cartridge alarm during the load process, and despite following proper loading techniques with guidance from technical support, the alarm recurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To address the issue, technical support arranged to replace the faulty pump and provided instructions for storage and return of the device, while the customer planned to use multiple daily injections as a backup insulin therapy.